Manufacturer narrative:
During a clinical trial sponsored by bwi, it was reported that a 70 year old male patient underwent an ablation procedure with a thermocool smarttouch uni-directional sf catheter and suffered pericarditis requiring an unspecified medication. Issue resolved without sequelae. On (B)(6) 2018, additional information was received which indicated the principal investigator assessed this event as severe, possibly investigational device-related, and definitely index procedure-related. This is new information since it had originally been assessed as not investigational device-related. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) year old male patient underwent an ablation procedure with a thermocool smarttouch uni-directional sf catheter and suffered pericarditis requiring an unspecified medication. On post-procedure day 2, pericarditis was diagnosed. Intervention was an unspecified medication. Patient did not require extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as severe, not investigational device-related, and definitely index procedure-related.